Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a rhinoplasty procedure, while suturing the patient's nose, the outer package of synthetic absorbable suture was opened. And when it was taken out from the package, the suture was broken. Another batch of sutures was opened to complete the procedure. There was no patient injury.